Manufacturer narrative:
(B)(4). Investigation results: a fully constrained wallflex biliary rx stent and delivery system was received for analysis. Visual analysis of the returned device found that the clear outer sheath was broken where it joins with the distal end of the blue sheath. Functional evaluation found that it was not possible to deploy the stent using the delivery system as received; however, it was possible to manually deploy the stent. No issues noted with the stent and no other issues were noted with the device. The noted damages to the returned device were likely due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be used to treat a biliary tree stricture during a endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent failed to deploy. The stent was fully covered by the outer sheath when it was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the clear outer sheath was broken from the distal blue sheath.